Event description:
It was reported the patient was found laying on the ground with "loss of consciousness" the friday prior to this report. The hcp was unsure if the pump was working. The patient was admitted to the hospital the same day they were found. The patient was awake at the time of report. The patient had symptoms of hypotension and tachycardia. The hcp was not aware of any alarms. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).